Manufacturer narrative:
(B)(4). Batch # r92u46. Investigation summary: the device was returned disassembled and not all internal components were returned. In addition the nose cone was cracked and coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. Due to the device returned condition we were unable to perform functional testing. The end cap was disassembled to inspect remaining components. The moisture indicator was found to be positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece became physically damaged (broken in two pieces). There was a ten minute delay and a spare one was used to complete the procedure. There was no patient consequence.